Event description:
It was reported that the sensor malfunctioned without any sensor error alarm from the insulin pump. The blood glucose reading was 86 mg/dl. The customer stated that he had a sensor glucose reading of 250 mg/dl, which went to 0.0 and then never went back to a normal range. He also noted that he had had a sensor that was knocked out of his body by being bumped by a suitcase. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.